Event description:
Customer reported that automatic quality control (aqc) was turned off on the instrument from (B)(6) 2013. Customer indicated that pt samples were run during this time frame. There was no report of injury due to this event.

Manufacturer narrative:
The event is occurred due to an operator error. Customer has been instructed to turn on the automatic quality control (aqc) on the instruction. Instruction is performing as intended.